Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
On (B)(6) 2016, the patient underwent surgery with exeter stem. Afterwards, the surgeon was monitoring the patient. The surgeon checked the x-ray and found that the centralizer wasn't seen on the stem distal tip. The surgeon saw something like the centralizer on the middle lateral of the stem.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter centraliser was reported. Crack/fracture of the exeter centraliser was confirmed following review by a clinical consultant. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: a review by a clinical consultant noted: "because related to surgical technique, principal failure mode is procedure-related without patient-related or device-related aspects, certainly with regard to the implanted and reported exeter stem. The type of plug has not been specified, so not sure whether this is actually a stryker device. Many dozens of cement restrictor designs are on the market, so this remains unknown for the moment. Based on current information, root cause of failure is procedure-related and as such not device-related. Procedure-related factors: - implantation of a cement restrictor in a narrow femoral canal. Patient-related factors - none. Device-related factors: - none evident. Diagnosis: - implantation of cement restrictor in a narrow femoral canal caused fracture of part of the cement restrictor that remained embedded in the cement mass at two-thirds distal of the stem. Mainly a radiological observation without clinical consequences at this time." - device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: "implantation of cement restrictor in a narrow femoral canal caused fracture of part of the cement restrictor that remained embedded in the cement mass at two-thirds distal of the stem. Mainly a radiological observation without clinical consequences at this time." No further investigation is required at this time. If further information such as device return, operative reports as well as patient history and follow-up notes become available, this investigation will be reopened.

Event description:
On (B)(6) 2016, the patient underwent surgery with exeter stem. Afterwards, the surgeon was monitoring the patient. The surgeon checked the x-ray and found that the centralizer wasn't seen on the stem distal tip. The surgeon saw something like the centralizer on the middle lateral of the stem.